Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with unknown textured mentor saline breast implants has experienced unexplained systemic symptoms postoperatively, including allergies of scratchy skin on her back, vertigo, hair loss, discoid lupus, depression, anxiety, and inflammation in the eyes. Patient reported she¿s been experiencing symptoms since 1998, three years after implantation. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation without replacement on (B)(6)2019. This medwatch report is for implant 2 of 2.